Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Multiple attempts were made to the patient and outpatient clinic to acquire further details concerning the patient¿s peritonitis infection, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient discovered they had peritonitis in (B)(6) 2020. No further information was provided. There was no indication this event was due to the use and/or performance of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no information provided concerning this reported event. In the absence of the required information, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Multiple attempts were made to the patient and outpatient clinic to acquire further details concerning the patient¿s peritonitis infection, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient discovered they had peritonitis in (B)(6) 2020. No further information was provided. There was no indication this event was due to the use and/or performance of any fresenius product(s) or device(s).